Manufacturer narrative:
Patient's city: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in australia. On (B)(6) 2024, it was reported by patient's infusion set came off while the patient was taking a shower. The blood glucose level of the patient was 24 mmol/l which was treated by pimp. No further information available.